Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional product information. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the implant loader wasn't locking onto the implant correctly, and the implant was dropped on the floor. The surgery was completed with another disc and the operation was a success. No patient complications were reported.